Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 0.2cc of juvéderm® ultra plus xc in the glabellar lines. All was well until 24 hours when extreme pain, swelling and migraine started. Today it¿s still red, looks to have a white appearance in the middle, and is extremely painful. Patient was given treatment of comfortox tetracaine on same day of injection and vitrase injection the next day. Symptoms ongoing. This was the reuse of the syringe and the packaged needle was used.